Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as the material and lot numbers were unknown for this incident and samples were unavailable for return, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 200 unspecified bd¿ needles were clogged, 2 had issues with body fluid/blood exposure to the clinician, and 1 needle caused a dirty needle stick to the dentist after use on the patient during testing. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced exposure to body fluid or blood (2), needlestick injury before use on patient (4), needlestick injury after use on patient (1), needle clogged (200), needle dull (50), needle bent (1)." "Further information related to clinician exposed to blood or bodily fluid: "dentists' feedback of incidents", "not at the patient's bedside but during tests""